Manufacturer narrative:
(B)(4).

Event description:
Received info the ins was showing a power on reset condition. Medtronic pt services was able to assist the pt in clearing the por screen and stimulation returned.